Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link standard bore catheter extension set. This event was discovered during an unspecified process step and was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.